Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and found that the system does not boot up. The reported problem was always occurring. As a part of troubleshooting action fse turned on the system, but the system did not display any sequence of the bootup. Fse observed the status of all the pc's and noticed that the host pc was not booting up. Also, the flexvision pc was making a continuous beeping noise. Fse checked the bios setting of the host pc and noticed change in date and time, so fse changed the 3v cmos battery, but it had no impact on the problem, so fse ordered a new host pc and replaced the same. The fse ran the diagnostics test for the flexvision pc and the connection to fv pc failed. It was observed that ping for the fv pc from the host as the part of boot up was also failing as fv pc was not responding back. A refurbished flexvision pc was arranged from back office and replaced the same. Malfunction could be confirmed in the host pc and flexvision pc. However, root cause was not able to be determined. After replacements, the system returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not boot up successfully. No harm has been reported to philips. Philips has started an investigation of this complaint.